Event description:
On (B)(6), 2014, the lay user/patient in the us contacted lifescan to report an unknown issue with the onetouch verioiq meter. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If additional investigation occurs regarding this issue as a result of follow-up with the customer or product return, lfs (lifescan) will report the findings to the FDA in a supplemental report.